Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to myopotentials during a routine device check-up in clinic. The oversensing was observed on a real-time egm and the noise was reproducible with deep breathing test. Programming changes were made to resolve myopotential oversensing. Further programming changes were recommended for t-wave oversensing and a defibrillation test was performed with new settings.